Event description:
On (B)(6) 2011, it was reported to natus medical inc that an infant born on (B)(6) 2009 was screened per the well baby protocol with oae using the clarity system. The result indicating the child passed was generated on the sonamed clarity unit. The screening was performed by the unit clerk per the hospital protocol. At (B)(6), profound bilateral sensori-neural hearing loss was diagnosed and the child now has bilateral cochlear implants. This is not a case of auditory neuropathy where passing results on otoacoustic emissions testing would be the expected outcome and there are no risk indicators for hearing in the medical history confirmed at this point. After purchasing sonamed, natus medical incorporated engaged in due diligence to determine whether there was adequate scientific evidence to support all claims being made for the purchased sonamed products. As a result, natus medical incorporated concluded that the clarity devices cannot perform as intended or as reasonably expected and therefore decided to recall this product (recall #z-2165-2010).